Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the right ventricular (rv) leads helix were not screwed out before they were put into the body. After the rv leads were put into the heart cavity, the helix tip of the leads were slightly screwed out before they were screwed in. After the rv leads were taken out of the body they could not be completely screwed back as not much force was used , the leads tip helix were damaged and were pulled bad. The leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.